Manufacturer narrative:
This investigation was conducted for an unknown lot number menstrual 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. A return sample has not been received at the site for evaluation as of 05may2020.

Event description:
Event verbatim [preferred term]. Third degree burns on her stomach [burns third degree], narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient reported the product gave her third degree burns on her stomach on an unspecified date with outcome of unknown.the action taken for the product was unknown. According to product quality group: this investigation was conducted for an unknown lot number menstrual 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. A return sample has not been received at the site for evaluation as of 05may2020. Follow-up (26aug2016): follow-up attempts are completed. No further information is expected. Follow-up (13may2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected.

Event description:
Third degree burns on her stomach [burns third degree]. Case description: this is a spontaneous report from a non-contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported the product gave her third degree burns on her stomach on an unspecified date with outcome of unknown. No follow-up attempts are possible. An investigation of the device could not be conducted. Company clinical evaluation comment based on the information provided, the event of 'third degree burns on her stomach' as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial/final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event of 'third degree burns on her stomach' as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial/final 10-day EU and 30-day FDA reportability.